Event description:
Patient reported "3 large lymphnodes". Patient later reported "3 abnormal lymph nodes". Patient later reported "lymph node with surrounding fibroadipose tissue", "throughout the lymph node there are multiple granulomas with multinucleated foreign body giant cells containing refractile and birefringent foreign material consistent with silicone", "features are consistent with silicone associated granulomas lymphadenitis". Patient later reported "silicone was found in lymph node biopsy which is causing the lymph nodes to be inflamed". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy.

Event description:
Patient reported "3 large lymphnodes". Patient later reported "3 abnormal lymph nodes". Patient later reported "lymph node with surrounding fibroadipose tissue", "throughout the lymph node there are multiple granulomas with multinucleated foreign body giant cells containing refractile and birefringent foreign material consistent with silicone", "features are consistent with silicone associated granulomas lymphadenitis". Patient later reported "silicone was found in lymph node biopsy which is causing the lymph nodes to be inflamed". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, h.6.